Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, although the device was used, it was difficult to remove from the tissue but there was no tissue damage. It was removed with all of one's strength. After that, there was no problem, even leak check was performed. It was reinforced and the operation was completed. Because it was very difficult to remove, the condition of the product was requested to be investigated. There was no patient injury.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination noted nicks in the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.